Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported for left side "pain, discomfort and alteration of initial aspect with stiffness to the touch, capsular contracture grade IV". Further, patient representative reported "ripples", "patient is concerned due to the risk of bia-alcl cancer (according to biocell recall)".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported for left side "pain, discomfort and alteration of initial aspect with stiffness to the touch, capsular contracture grade IV". The device remains implanted.